Event description:
It was reported that there was noise noticed during episode review. The noise seen on the far-field electrogram appeared to be consistent with 60 hz noise. The device and lead are still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was noise noticed during episode review. The noise seen on the far-field electrogram appeared to be consistent with electromagnetic interference. It was also reported that the patient received inappropriate shocks related to plugging electrical applicances in the home. The device and lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.